Manufacturer narrative:
It was reported, an experienced doctor was unable to pass catheters and dilators over the wire. Catheters would not enter the vessel after multiple attempts. Reporter states, "switched to small triple lumen kit and catheter passed without difficulty." Reporter states, no serious injury to the patient occurred. Sample is not available for return and evaluation. Due to the reported nature of the incident, medical intervention, and in an abundance of caution, this medwatch is filed. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It has been reported, "multiple attempts by an experienced doctor was unable to pass catheter and dilators over the wire. Catheters would not enter the vessel. Switched to small triple lumen kit and catheter passed without difficulty."